Event description:
The ligasure device displayed "invalid instrument" message on the generator.====================== manufacturer response for valley lab ligasure per site reporter======================the instrument was plugged into the plug dot pattern recognition fixture and failed. The plug intermittently illuminated the test fixture. The device was plugged into the force triad generator and was recognized. Activation on a saline soaked produced acceptable results. A tooling change is underway to print larger dots on the cable plug helping to eliminate this issue.